Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pressure and pain at the ipg site. It was also reported that placing any pressure on the site or anytime the patient had to change it, it resulted in pain. Surgical intervention took place on (B)(6) where the ipg was repositioned to address the issue. Effective stimulation was restored.